Event description:
It was reported that during an open thyroid procedure, the white things were generated in the distal part of the jaw. Unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.